Manufacturer narrative:
The field service engineer found the gear pump was worn out and replaced it. Upon review of camera images from the analyzer, the affected sample appeared milky. The investigation determined the issue was consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The troponin t reagent lot number was 68815501, with an expiration date of 30-apr-2024. The field service engineer determined the gear pump was defective. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 292 pg/ml. A second sample collected from the patient resulted in a troponin t value of 5.99 pg/ml, so the customer repeated the complained sample. The complained sample was repeated, resulting in a troponin t value of 7.02 pg/ml. A third sample collected from the patient resulted in a troponin t value of 7.27 pg/ml.